Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a backward position. There was no damage or irregularities identified. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device stalled and would not run. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the rotational speed was unstable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery to distal right coronary artery. A 1.50mm rotalink¿ plus was selected for use. The test rotation was set at 180,000 rpm. During the procedure, first and second ablation were successful. However, during the third ablation, the rotational speed increased to about 240,000 rpm. Ablation was stopped and the procedure was completed with a different device. No patient complications were reported.